Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The olympus france subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of <1 cfu/100 ml and <1 cfu/endoscope (microorganism revivable) . The results obtained comply with the target level defined in instruction dgos/pf2/dgs/vss1/2016/220 of (B)(6) 2016. The results are conform to french recommendation. The customer provided the cleaning, sterilization, and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning the reprocessing of the scope. Customer noted that the device was quarantined after positive culture was observed. Additionally, the customer confirmed that there were no suspected patient infections due to the facility's findings. The device evaluation ( service repair device evaluation) found the image guide bundle fiber breaking. The investigation is ongoing. This report will be supplemented accordingly following the investigation.

Event description:
The customer reported to olympus, during reprocessing, the oes bronchofiberscope tested positive for >1000 colony forming units (cfus) of microbe (identification impossible). All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.